Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2019 with left arm swelling for about a week. Upon interrogation, the patient had acute occlusive deep vein thrombosis (dvt) in left axillary and subclavian veins. The patient was given medication. On (B)(6) 2019, the patient was admitted to the hospital for gastrointestinal bleed. Venous duplex was performed and showed that dvt was resolved. The patient was discharged on (B)(6) 2019. Related manufacturer reference number: 2017865-2019-10503.